Event description:
It was observed that during device evaluation, the generator had a faulty pkrf board. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated at the customer sight, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since this device has been serviced before/serviced multiple times, the device history record will not be performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was no display due to a faulty vfd (variable frequency drive) and the core of pkrf (plasma kinetic radio frequency) board was broken. The root cause of insufficient energy at the electrode is due to the core of the pkrf board being broken. The root cause of the board breaking is unable to be determined. Olympus will continue to monitor field performance for this device.